Event description:
This companion external battery was not in use by a pt. The customer reported that when the companion external battery was inserted in a certain companion 2 driver, the external battery was not detected by the driver. The driver was able to detect other companion external batteries. The customer also reported that the battery was tested in her office by inserting it in two companion 2 drivers, and each time, the external battery was detected by the drivers. This alleged failure mode poses a low risk to a pt because it was observed when the companion external battery was not in pt use. In addition, this alleged failure mode would not prevent a companion 2 driver from performing its life-sustaining functions, because the companion 2 driver has redundant power sources of external wall power and an internal, emergency battery.